Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed patient sample result with microalbumin 2 (alb 2) obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
A discordant falsely depressed microalbumin 2 (alb 2) patient sample result was obtained on an atellica ®ch 930 analyzer. The falsely depressed patient result was reported to the physician(s), who questioned the result. The same sample was reprocessed on an alternate atellica ® ch 930 analyzer. The higher reprocessed result obtained was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin 2 (alb 2) patient result.

Manufacturer narrative:
Additional information (04-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and instrument data files. Calibration was within the customer¿s acceptable ranges. The instrument data showed little to no change in reaction kinetics, and it indicated that there was no microalbumin present in the patient's sample. Hsc compared the level 1 calibrator and affected sample¿s reaction traces and noticed they are similar, indicating there was no albumin present in the patient's sample. Hsc observed no process errors on the system at the time of testing. No hardware/mechanical failures were observed. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00312 was filed with the FDA on 30-nov-2023.